Manufacturer narrative:
Initial reporter occupation: non-healthcare professional.. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, inability to retrieve, and disfiguring injuries (pain, distress, limited activity). Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported disfiguring injuries (pain, distress, limited activity) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2004, and there was an attempted filter retrieval approximately 5 and a half months later. However, the physician was unable to advance the removal sheath onto the filter after it was snared, so the procedure was subsequently abandoned. The patient underwent a computed tomography (CT) scan approximately 14 years and 2 months after receiving the filter implant which revealed that the filter had moved since it was implanted with several struts of the filter perforating through the [patient's] inferior vena cava (ivc). The CT scan further identified that one of the struts of the filter was now abutting the [patient's] abdominal aorta. It was further alleged that the patient experienced "significant disfiguring injuries, including significant pain and distress restricting [the patient's] ability to engage in activities of daily living." Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2004 via the right common femoral vein due to post trauma followed by an unsuccessful percutaneous removal attempt on (B)(6) 2005. Patient is alleging device tilt, vena cava and organ perforation and failed removal. Patient notes and further alleges experiencing "blood thinner for life, chants [sic] of bleed out. Thin-skinned and scar easy. Physical activity", per the unsuccessful attempt at filter removal report: "impression: 1. No clot in the inferior vena cava filter. 2. Unsuccessful attempt at ivc filter removal due to incorporation of the tips of the inferior vena cava filter struts into the walls of the inferior vena cava". Per the (B)(6) 2018 computed tomography (CT) abdomen without contrast: "this filter is tilted anteriorly estimated at 14 [degrees]. The filter tip abnormally positioned superiorly located 3. 2 cm cephalad to the lowest renal vein, the right renal vein. The tip of the filter does not appear embedded in the wall, located 5 mm from the wall. There is perforation of the ivc filter struts as follows. The strut laterally extends 3.7 mm beyond the ivc wall. The strut medially extends 2.2 mm beyond the ivc wall abutting the aorta. There is small amount of calcified atheroma of the aorta adjacent to the site of abutment. The strut posteriorly extends 5.4 mm beyond the wall of the ivc with tip adjacent to the l2 vertebral body. There is dystrophic calcification of the vertebral body adjacent to and encasing the posterior strut tip. The filter appears intact without evidence of fracture or bending. There is no evidence of inferior vena cava stenosis".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, d6, h6 (patient and device codes). Investigation: the following allegations have been investigated: organ perforation, tilt, lifelong anticoagulation, skin/scarring issues. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported lifelong anticoagulation, and skin/scarring issues are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.